Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving lioresal with concentration 2000 mcg/ml at a dose rate of 374 mcg/day via an implantable pump for cerebral palsy and intractable spasticity. It was reported that the patient developed a pseudomeningocele a few months after implant. The hcp believed the patient was possibly experiencing fluctuations in his dose due to cerebrospinal fluid (csf) leaking into a pseudomeningocele. Diagnostic tests/troubleshooting performed was unknown. Environmental/external/patient factors that may have led or contributed to the issue was indicated as having been unknown. A catheter revision and cyst resection were performed. The hcp resected and closed the meningocele. The hcp also removed the tip section and anchor of the existing catheter and replaced/revised with a new tip segment and anchor using a model 8782. The issue was resolved as of (B)(6) 2020. The patient was without injury regarding their status as of (B)(6) 2020. The portion of catheter explanted was being returned to the manufacturer. The return shipping tracking number was provided. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s medical history was indicated as having been requested but was unknown. It was indicated that the healthcare provider had no further information regarding the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified damage on the catheter body which is consistent with explant damage. The damage did not affect the performance of the catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8780, serial/lot# (B)(4), implanted: (B)(6) 2019. Partially explanted: (B)(6) 2020. Product type catheter. Information references the main component of the system and other applicable components are : product ID 8780, serial# (B)(4), ubd: 2021-may-22, UDI#: (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Correction: the patient code (B)(4) was not previously indicated in error. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The portion of catheter explanted on (B)(6) 2020 was returned to the manufacturer for analysis.